Event description:
It was reported that during a follow up, low out of range pacing lead impedance was observed. Insulation abrasion was suspected. The patient will be monitored via merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.